Event description:
It was reported that the patient received an alert for low impedance on the rv lead, which had been slowly decreasing since implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.